Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, the physician attempted a firmware update but the device triggered bvvi. Device download was performed successfully. Patient was stable.